Event description:
The pt reported that he was hospitalized in 2009 due to elevated blood glucose of 35 mmol/l (630 mg/dl). His normal blood glucose level is 8-12 mmol/l (144-216 mg/dl). He stated that he bolused in an attempt to lower his blood glucose but his readings continued to elevate. The pt stated that the infusion device is not delivering the basal rate or bolus amounts. He stated that the infusion device was exposed to x-ray at about one month prior. No further info is available. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.